Event description:
A consumer reported blurry distance vision in the right eye following bilateral intraocular lens (iol) implant surgery. The left eye was implanted with a different model lens and she is very pleased with that outcome. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).